Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/14/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested the following was obtained: did the reported issue contribute to any patient adverse consequences? No. It was provided the lot number 104046 however; the this lot number is not recognized in our systems. Could you kindly confirmed the lot number, please? The lot number cannot be confirmed. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported wrong needle type. At 10:45, when using suture to suture the patient's tissue, it was found that both of the needles inside were triangular needles. A new suture was immediately replaced and the surgery continued. There were no patient consequences reported. Additional information was requested.